Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that there was a sudden possible stroke. The hcp was requesting for MRI compatibility guidelines. Additional information was received from the patient on (B)(6) 2019 stating that the they were not able to have an MRI due to having two dbs implants. Instead patient had two spina taps and results would not be back for 2-3 weeks. The stroke had not been resolved because results for spinal tab are not back yet. Patient will call back to confirm if it was a stroke. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
There was no product problem, only an adverse event occured. (B)(4) does not apply to the event. The correct (B)(4) if information is provided in the future, a supplemental report will be issued.